Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that sometimes when the patient was walking, stimulation increased and "shocked the hell out of him" for about 5 minutes. The 1st time this happened was one day prior to the report in the afternoon or night and most recently the morning of the report when he was taking out the trash. He could be walking in a store at a normal pace and stimulation would all of a sudden increase. He could still be walking and stimulation would "kick back down." The stimulation also increased when he lifted his hands over his head, like when he was painting one day prior to the report. It was stated that manufacturer representative could never get it set right for him in terms of programming. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.